Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as improper storage or handling conditions that may result in tubing kinks, punctures, or crushing prior to use.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an abs-10061t arthrex angel prp kit tried to move the blood into the centrifuge to start the separation process, but there was a hole in the tubing, and the machine was sucking air through it and was unable to process the blood. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.